Event description:
Pt had gynecological laparotomy drains: jackson pratt drain of both the cul de sac area and the space of retzius area. The drain broke during removal on 8/8/1999. The pt was taken to surgery for exploration of the incision to recover broke drain.